Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated subsequently, the ICD was explanted and replaced. A new rv lead was implanted, and the old rv remains in the patient out of service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD) the patient was administered three external defibrillation due to incessant slow ventricular tachycardia (vt), and all therapies of ICD exhausted. The patient experienced an electrical storm and then full electrical reset of the ICD occurred. It was noted that no shocks before the electrical storm were registered. Approximately twelve days later, recommended replacement time (rrt) indicator appeared unexpectedly during the follow up check. Pacing threshold were normal. It was also reported that the right ventricular (rv) lead alert triggered for low impedance. It was noted that the rv lead impedance alert triggered after the electrical reset of the ICD, and no visual damage of insulation noted. X-ray showed normal lead appearance. The patient was hospitalized. The ICD was planned for explant, and rv lead planned for revision. No patient complications have been reported as a result of this event.